Event description:
Device complication: none. Time of complication: during hospitalization - 2 days post-procedure. Symptoms: dizziness, difficulty speaking. It was reported that during hospitalization in 2005, the pt experienced a dizzy spell that caused her to fall. The following day the pt experienced a left sided hemiparesis, difficulty speaking, and a right parietal hemorrhage wtih resulting subfalcine and transtentoreal herniation. A short time later the pt arrested, was intubated, and placed on a respirator. The pt subsequently expired the following day.